Event description:
Ambi hip reamer broke into 3 pieces while surgeon drilled right femoral canal during a hip fracture repair. All pieces removed and verified by operating room team and x-ray (c-arm) to make sure no fragments were present. No injury resulted to pt. (Product to be picked up by vendor representative within a few days. He will submit product and product experience report to zimmer corporate compliance who will then report to the FDA).